Manufacturer narrative:
(B)(4). Device labeling addresses the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts - 1.0% (other complications). Swelling = 7.1%. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.

Event description:
Healthcare professional reports a case of alcl of the right breast along with seroma. The pt had an augmentation (date of surgery not provided at this time). The pt presented with pain and swelling on (B)(6) 2013 and had an u/s that confirmed seroma on (B)(6) 2013. Cytology taken and sent to pathology. The pt had bilateral removal with capsulectomy without replacement (B)(6) 2013. Pet scan performed which was negative. Oncology consult took place, however, the notes are not available at this time. Info provided confirms that there is not a family history of breast cancer; however, there is a positive history for ovarian cancer.